Event description:
The healix transtend was put through the cannula system into the bone without any problems. The suture was passed through the cuff also without any problems. But during the bursa scopic part, the surure came out of the roof of the bursa instead of the cuff. The surgeon had no idea how that happened. After that he looked with his scope in the shoulder joint and could not see an anchor or sutures. Maybe the anchor was deep in the bone, but then the sutures must have been broken from the anchor. He had to place a healix br to repair the cuff. It's the second time he used this anchor, few weeks ago the healix transtend broke without any reason. Placement of a healix br. More information was provided by the sales rep stating she was informed about the 30 minute extended procedure time on (B)(6) 2014.

Manufacturer narrative:
The complaint device is not returned and therefore not available for a physical evaluation. From the event description provided, it appears as though the suture bridge on the anchor broke thus releasing the sutures. However, this cannot be confirmed without physically evaluating the device. A root cause for the reported failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed with unrelated incidents with no link to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. Based on the complaint history for this type of failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.